Manufacturer narrative:
Investigation summary received one (1) used. List #149510489, primary plum set clave port for inspection. As received, a tear in the tubing was observed on the tubing connected to the cassette outlet port. The bond was examined under uv light and was found to have sufficient solvent. No other damage or anomalies noted. Received one (1) photo of set. The set was leak tested, and leakage was observed. The reported complaint of broken cassette and leakage can be confirmed. The probable cause is due to an unintentional pulling force during use. A device history record review could not be conducted because no lot number(s) was/were identified.

Event description:
Event occurred with regards to a primary plum set clave port, 2 clave y-sites, secure lock, 104 inch where they reported that during infusion, the cassette broke and began to leak at the tubing connection to the cassette behind the flow regulator. There was patient involvement and no adverse event.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.